Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe 50ml showed visible droplets within the syringe. The following information was provided by the client: "it was observed, before use, when opening the packaging, the presence of a viscous liquid between the piston and the body of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-mar-2022. H.6. Investigation: two samples were provided to our quality team for investigation. Through visual inspection of the product, silicone is visible, however, it cannot be confirmed it is in excess. A device history review was performed for reported lot 2112018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned samples, all product met required specification, and no excess silicone was identified in any of the samples.

Event description:
It was reported that the bd plastipak¿ syringe 50ml showed visible droplets within the syringe. The following information was provided by the client: "it was observed, before use, when opening the packaging, the presence of a viscous liquid between the piston and the body of the syringe."